Event description:
It was reported that the patient presented in the hospital after receiving a vibratory alert. High pacing impedance and high capture threshold were observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.